Event description:
"Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they think the therapy is programmed incorrectly. Patient stated 5 days ago they had the therapy on and it did not give any relief to the affected area. Patient had the vibration all the way from the bottom of their feet to the top of their thighs and they wound up getting a uti infection that they still have. Patient mentioned they are having nothing but trouble with it since they got the device hooked up and wired on february. Patient noted they can't pick up the screen to tell them where they are no matter what they are doing because it is too complicated for them. During the call the patient was trying to charge their implant and they were getting unable to connect. Patient service walked the patient through closing out of the mystim rc app and going to the recharger application. Patient was able to connect to the implant with an excellent connection. The implant battery was in the red. Pt will recharge the implant and call back in for further education in how to adjust therapy and switch groups. Patient called back and stated that their implant was charging at 70% with a good connection. Patient said they will call back tomorrow once the implant is fully charged for further assistance them with connecting the communicator to the therapy application. On (B)(6) 2026-patient called back stating they charged ins to 100% and wanted to turn therapy on but patient had been having a problem the stim was going to the wrong place: feet, legs and thighs but not their back. Patient did not try other groups yet. Patient used the equipment on the call and got 'not found'. Had pt reset the communicator and restart the handset. Patient was able to connect. Patient was in group b. Pt turned therapy on and tried groups a and c. Patient felt stim in legs but not in the back in all 3 groups. Patient mentioned the other night the vibration/stim was so intense that they got a uti out of it. Patient mentioned it was taking forever to charge to 100% and the belt was not working for them. The belt slides all over and patient could never get excellent connection, only once in a blue moon. Patient said it was not the size of the belt, patient had to wear pants to prevent the recharger from sliding. Redirected to hcp.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID tm91scs2 (serial: (B)(6); product type: ; implant date n/a; explant date n/a product ID fp9000m (serial: unknown); product type: 0001-accessory; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.